Event description:
It was reported that a malfunction alarm occurred on the customer's pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating the level was within an acceptable range. The customer was advised by technical support to replace the malfunctioning pump, as it has been an ongoing issue with multiple occurrences. The customer does not currently have a backup form of insulin therapy and plans to contact their healthcare provider. Technical support confirmed the shipping address and provided instructions on storing the pump before returning it, which the customer understood.